Event description:
The lead was capped.

Manufacturer narrative:
The field experience of no communication was verified in the laboratory. The device would not communicate due to a depleted battery. Throughout testing in the laboratory, the current drain of the device was found to be normal. The battery was sent back to the vendor for further evaluation. Analysis found an internal anomaly within the battery. This anomaly caused the battery depletion.